Manufacturer narrative:
The biomed at the hospital was unable to duplicate the complaint that the touch screen was frozen. The rapid infuser was subsequently returned for investigation and we were also unable to confirm the customer complaint regarding the touch screen; the unit performed according to our specifications upon receipt. The manufacturing records for this serial number were reviewed and nothing notable was observed. There was no patient injury reported. Without additional information, it is difficult to determine what occurred in this case. Upon reviewing complaints for the past year, it appears that this was an isolated incident; however, we will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The hospital biomed reported the following: "during a case on (B)(6) 2019 there was a report of the touch screen being frozen. Section of the touch screen did not function. The user repowered the unit but not able to resolve the issue. The hospital biomed was unable to confrim the issue in the lab."